Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that there was leakage from the position next to the tip extension tube of the indwelling needle catheter. The number affected was 1. (B)(6) claim was required, a complaint reply letter was required, and a complaint acceptance letter was required. Samples can be returned and photos can be provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 1 photo and 1 video, but no actual sample was returned. The photo shows that the sku of the sample is (B)(6). The video shows that the septum of the sample is dislocated, the injection hole in catheter hub is exposed, and the liquid is flowing out from the injection hole. 2. DHR/bhr review(lot#3108434): 1)this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at cfs package line in may 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Two retained samples of this batch are taken for 45psi leakage test. The samples pass the test and the septums are abnormal. Please see attachment pr#(B)(6) for the test report. Uv adhesive is distributed in place in the catheter hubs. Please see attachment pr#(B)(6) for the photos. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. The returned video shows the indwelling needle leaking due to the displacement of the septum. The root cause of the displacement of the septum cannot be identified because the actual sample has not been received and the pressure applied when the indwelling needles was used is unknown. The plant will continue to focus on such defects. H3 other text : see narrative.